Event description:
Customer called to report a bloody fluid leak of approximately 5 to 10 milliliters contained within the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) evaluated the instrument issue and provided troubleshooting instructions to customer by telephone. The fse instructed customer to manually drain the nucleated red blood cell (nrbc) chamber and to remove the tube cap debris from the drainage port. Once the debris was removed, the fse instructed customer to verify that the chamber drained and filled properly. Customer then ran quality controls, which passed on all three levels. The fse then verified proper instrument performance with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue is attributed to the tube stopper debris in the nrbc mixing chamber, which clogged the nrbc chamber drain. The issue was resolved with the troubleshooting instructions provided by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).